Event description:
It was reported the physician was unable to remove the stylet from the trial lead. The surgery was extended an hour.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Model 1192, k092371. Model 1194, k081208. Model 3163, 3166, 3169, k072462. Model 3408, 3416 k992946.